Manufacturer narrative:
Additional information: h3. Device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
H10- corrected b5 statement to: the reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -8.5 diopter lens tear/break during injection/delivery into the eye on (B)(6) 2020. No patient contact was reported the lens was not implanted. A replacement lens was later implanted on (B)(6) 2020 and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -8.5 diopter tore before implant. There was no patient contact and reportedly the lens was damaged prior to implant. An alternate lens was successfully implanted. This occurred on (B)(6) 2020. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5- the reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -8.5 diopter lens tear/break during injection/delivery into the eye. The lens was implanted and removed within same surgery intraoperatively on (B)(6) 2020. A replacement lens was later implanted on (B)(6) 2020 and the problem was resolved. D6a- (B)(6) 2020. D6b- (B)(6) 2020. Claim# (B)(4).